Manufacturer narrative:
Failure analysis noted that the pump had button error alarm due to corroded keypad traces. There was no moisture damage at the electronic or motor assemblies. There was no numbers ramping or scrolling on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The customer's blood glucose reading was 106 mg/dl. The customer's mother stated that the pump may have gotten wet and the numbers ramped up when they tried to bolus. She stated that the pump was exposed to rain. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the pump would be replaced. The insulin pump was returned for analysis.